Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a proglide device after a peripheral intervention procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. An attempt was made with another proglide device; however, the suture came out of the vessel with the device (with the knot and loop formed) as the device was deployed in the tissue tract. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection was performed on the returned device. The returned device is inconsistent with a needle to cuff miss. It appears the device was likely malpositioned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the malposition of the device and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.